Event description:
It was reported that a uv-flash solution transfer set had a leak located in a crack in the silicone tubing. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one used set with the cap on uv spike connector. Visual inspection and the leak test revealed a cut in the tubing. Clear passage test and clamp function test both had no issues. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed. The reported event of a leak was verified during the sample evaluation. A hole in the tubing was identified as the cause of the leak. It was unknown what caused the hole in the transfer set. If additional relevant information is obtained, then a follow-up MDR will be submitted.